Event description:
It was reported the original aaa therapy, performed in 2004, was completed successfully with no endoleaks. Subsequent CT's revealed a type I distal endoleak in the left iliac. Reintervention occurred in 2004 to stop endoleak. Procedure was successful with no consequences to the pt. There was no allegation of product deficiency made by the clinician.